Event description:
It was reported that the first suture was inserted and while tying the second knot, the suture broke. The anchor was left in the patient with one knot. No patient injury or complications were reported.

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection of the device found that device received deployed, the suture and implant were not returned for evaluation. No other visual discrepancies. The q-fix is a single use device therefore cannot be tested. Based on our visual observation the root cause for "suture break" is unable to determine; however a potential cause for the sutures to break may be due to user induced. Factors unrelated to the design of the device that could lead to this type of incident are: incorrect loading and excessive tensioning or force. The IFU included with the device has many warnings and clear instructions on how to properly use the device. Do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout or suture breakage. Review of manufacturing processes revealed there could be a potential of a sharp feature on the die tube and to prevent further based on our nonconformance review the reported q-fix device met manufacturing specifications.